Event description:
It has been reported by the customer that a portion of the frame was bent on their treatment recliner, exposing a sharp surface. No pt involvement or adverse consequences were reported.